Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported rotation of intraocular lens was noticed. Surgeon felt it was related to aberrometry. Patient was returned to the operating room for re-alignment of the lens to the original implantation axis. There are multiple related reports for this facility this report addresses patient number three and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided. Based on assessment, the product met specifications at the time of release. A review of servicing history revealed there is no evidence of a device nonconformity related to system readings/measurements. The system was found to meet company specification per service test procedure (stp) after the customer reported an issue with reading/measurement. Per the company representative, lens rotation within the patient after surgery is unlikely related to system functionality. Based on the results of this investigation, there is no evidence of device nonconformity related to system readings/measurements. Thus, the root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).